Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 275cc saline breast prosthesis. Deflation of the left breast prosthesis was identified. As a result, the patient underwent unilateral removal and replacement with mentor smooth round moderate profile 275cc saline breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. Device investigation summary: upon receipt by mentor, the device returned without fluid. White and brown material was observed within the device and on the shell surface. Product evaluation discovered a rent measuring approximately < 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) of lot number 6584952 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).